Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation the porting block was found to be physically damaged and was replaced to address the issue. During final testing of the device, the device failed a nurse call test step. The device was recalibrated and passed all testing.